Event description:
It was reported that the fiber was forward firing during a procedure. There was no further information provided.

Manufacturer narrative:
The following fields have been updated: event description (b5).

Event description:
It was reported that the fiber was forward firing during a procedure from the beginning. The procedure was completed with a classic monopolar resection. There were no consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported forward firing, as a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge was identified. A distal circumferential fracture has the potential for forward firing. The forward firing rate is 1%, which is below the threshold for potential patient harm. Further analysis revealed that the fiber had no defects. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited no detritus adhesion on its surface. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber.

Event description:
It was reported that the fiber was forward firing during a procedure from the beginning. The procedure was completed with a classic monopolar resection. There were no consequences to the patient.